Event description:
It was reported that a large volume folfusor was found to have particulate matter inside the reservoir. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 20, 2014 and april 21, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a solid white particle approximately 1.52 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.